Manufacturer narrative:
Philips investigated this complaint after it was reported that the system would not power on. Review of the log files showed the absence of valid incoming power at the system input. During troubleshooting, the philips remote service engineer (rse) checked the system remotely. The customer reported that the system was not receiving power, as indicated by what appeared to be a fully loaded ups. The customer attempted to bypass the ups, but this was unsuccessful. The rse then requested onsite support. The philips field service engineer (fse) inspected the system onsite and determined that the teal ups was not supplying 240 vac to the single-phase ups. Once the battery had completely discharged, the system could no longer power on. To resolve the issue, the fse adjusted the switch. After the repair, the system was restored to service and returned to normal operation. The codes were updated based on the investigation outcome, and the evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.